Manufacturer narrative:
Pc-(B)(4). Batch # t5e214. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please provide more details for ¿and tore open the anastomosis¿? How issue was resolved? Could you please clarify if the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Could you please clarify if there were any patient consequences? Response: no further information available.

Event description:
It was reported that during a lap sigma, when the stapler was removed, the rear staple seam caught in the device and tore open the anastomosis. It was noted that the washer was still in the counter camp. There were no patient consequences.